Event description:
It was reported by service report that the head end lift would not go up or down. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: coil cord. Conclusions: customer was going to do their own repair.